Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 500 mg/dl, and he was treated with an insulin drip. Troubleshooting was performed. The mother stated that the insulin pump was dropped three days ago and since then the customer has issues with high blood glucose. The mother declined to troubleshoot and requested a replacement of the insulin pump. Advised that the customer should revert to back up plan until the replacement of the device arrives. No further info was provided.